Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address discomfort. Surgeon decided to revise the patient's hip and found out that they were suffering from metallosis. Surgeon removed the patient's 44mm metal head, and their 64x44 metal liner. He cleaned out the patients hip, and trialed a 64 +4 10 degree liner with a 40mm +5 head. He found the hip to be stable, and decided to implant those items. Surgeon was unsure of the previous implant date. Part numbers were too hard to read due to the black smudges from metallosis. Doi: unknown, dor: (B)(6) 2019, right hip.